Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter ring became kinked due to material problems, making it impossible to deliver it into the balloon catheter normally. The mapping catheter was replaced, which resolved the issue. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229475940 was returned and analyzed. Visual inspection was performed. The loop was intact with no apparent issues and no damage was observed along with the tip/loop section. The pebax tubing was intact with no apparent issues and no damage was observed. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 19.5 inches from the lemo connector. The introducer/ loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the shaft as it cannot be re-inserted due to the curvature of the distal loop. The lemo connector was intact with no apparent issues or damage. In conclusion, the reported kink issue was confirmed during testing and the mapping catheter failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.